Event description:
A malfunction alarm on the pump was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump, which the customer successfully did. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the malfunction reappears.